Manufacturer narrative:
Analysis of the blade found that visually, the distal tip of the inner cutter fractured and lifted out of the outer cutter mouth opening. The fracture occurred at the first proximal tooth valley. The outer assembly was deformed and there was uneven wear at the cutting tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via a manufacturer representative reported that the blade was broken but remained intact during a functional endoscopic sinus surgery procedure. There was no additional or non-routine action done. The procedure was completed with delay.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a distributor that the tip of the blade was broken under normal use during a procedure. There was no patient impact. Refer to manufacturer report #3004209178-2018-18697.